Manufacturer narrative:
UDI #: (B)(4). Secage/date of birth: unknown, not provided. Gender/sex: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation into the patient's eye, the haptic of an intraocular lens (iol) broke through the posterior capsule. The lens was cut out and a new amo lens, different model, was implanted. The incision was not enlarged, no sutures required and the removal and replacement was the same day surgery. No further information were provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. The lens was observed cut in two parts with haptic broken/detached. The detached haptic piece was not returned. Therefore, reported haptic detachment was confirmed. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to lens removal process. The reported capsule tear could not be verified. A manufacturing record review was conducted. The manufacturing production order (po) was evaluated and revealed the devices were manufactured within specifications. The units were released according to specification. There are no related nonconformity reports or deviations. During manufacturing process, all pushrod-plunger assemblies are inspected for defects and proper positioning. Final inspection is under a microscope at minimum 10x magnification. If the product does not meet the defined criteria, it is rejected. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.